Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had fractured. During the explant of the ra lead, the right ventricular (rv) lead became damaged. The physician explanted and replaced the damaged rv lead. No patient complications have been reported as a result of this event.